Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the device analysis was inconclusive and incomplete. Preliminary analysis found the current drain level was higher than normal for this device and the cause of the early battery depletion. Further testing was done and no high current drain was able to be confirmed. The device was programmed to a variety of settings and was exposed to thermal saturation and cycling. The electrical current readings remained nominal as compared to a reference device under the same conditions. Field settings such as pacing amplitude, pulse width, and percent pacing, were unavailable. Therefore accurate longevity analysis could not be completed.

Event description:
The device was returned to the manufacturer after reaching eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.